Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Lot 405013-13 (returned strips) testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. Lot 393936-10 (retention strips) testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 2.5 inr. Within four hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.3 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly and on occasion, testing is more often.